Event description:
It is reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The flextome cutting balloon was used in a mid left anterior descending coronary artery (lad). During an inflation, the cutting balloon ruptured and was unable to be withdrawn from lesion. After "tension" was applied to the cutting balloon catheter, it was moved proximal to the lesion and became stuck. After further "tension" was applied, the hypotube of the balloon became stretched. The physician then elected to deep seat the guide catheter, and was able to successfully remove the cutting balloon catheter. Upon inspection of cutting balloon catheter by physician, a lifted blade was noted. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
The catheter was returned in a header bag. The device was confirmed as a 2.75 x 10 flextome mr cutting balloon catheter, batch number ej5718. The device was returned not in the manufactured profile. Could not inflate the device. 0.014% wire would not pass through due to the kink at the rx joint and distal shaft damage evident. Blade lift at the proximal end of balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It is reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The flextome cutting balloon was used in a mid left anterior descending coronary artery. During an inflation, the cutting balloon ruptured and was unable to be withdrawn from lesion. After "tension" was applied to the cutting balloon catheter, it was moved proximal to the lesion and became stuck. After further "tension" was applied, the hypotube of the balloon became stretched. The physician then elected to deep seat the guide catheter, and was able to successfully remove the cutting balloon catheter. Upon inspection of cutting balloon catheter by physician, a lifted blade was noted. No patient complications occurred. The patient's status was satisfactory.